Event description:
According to the reporter, the device blanked momentarily while performing a 12-lead ECG exam on a patient. There were no adverse effects to the patient as a result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed that the display would blank momentarily. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.